Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the bifurcation of the left anterior descending and 2nd diagonal artery. After implanting a 2.25x24 synergy drug eluting stent to treat the lesion, a non compliant balloon catheter crushed the stent during withdrawal, compressing the stent longitudinally. After crushing the stent struts, another of the same device was implanted to complete the procedure. No patient complications were reported and the patient's status was stable.